Event description:
During service of product mode switch was found to read battery charge when set on pressure limited due to liquid spill on the logic board and motor board. Customer requested device be returned unrepaired. MFR recommended this unit not be used on pt until proper repairs are performed by authorized personnel. MFR disabled device prior to returning it to customer.